Event description:
Complainant alleged that during a routine shift check by a clinician, the device "defib fault", "defib fault 78", "defib fault 79" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.